Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right atrial lead exhibited noise on automated mode switch (ams) episodes. In clinic isometric test was suggested, no changes or interventions were reported. There were no patient consequences.